Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to device explant the lead was proactively imaged and externalized conductors were observed. No electrical anomalies were noted. The procedure was postponed and was going to be rescheduled for lead explant. No further information is available at this time.